Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); implant date n/a; explant date n/a h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was displaying "no video detected." The video cable in the rear of the monitor was loose, they reseated. The issue persisted intermittently. They performed a hard reboot and there was no resolution. The representative performed additional troubleshooting. The monitor was set to hdmi rather than dp. The issue was resolved. There was no patient involvement.